Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported suction event was confirmed through log file analysis which revealed one (1) suction alarm logged on (B)(6) 2020. Information received from the site indicated that the patient was found unresponsive. Cardiopulmonary resuscitation was attempted but the patient was unable to revived. The patient's implantable cardioverter defibrillator (ICD) transmission revealed ventricular tachycardia (vt)/ventricular fibrillation (vf) with unsuccessful shocks. The patient was in agonal rhythm asystole and experienced a pulseless electrical activity arrest. The patient's cause of death was vt/vf. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmias and death are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted the patient had a history of vt. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive at home and ems (emergency medical services) was called. Cardiopulmonary resuscitation (CPR) was attempted but ems was unable to revive the patient. The implantable cardioverter defibrillator (ICD) transmission was sent which revealed ventricular tachycardia (vt)/ventricular fibrillation (vf) with unsuccessful shocks. The patient had a "sick heart¿ and was in agonal rhythm asystole and experienced a pulseless electrical activity (pea) arrest. The cause of death of was vt/vf. In addition, review of logfiles showed that the ventricular assist device (vad) exhibited a suction alarm almost two weeks prior.